Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is available for evaluation but has not yet been received. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6262447. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: a conclusion is not yet available as the evaluation is still in progress. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd¿ arterial cannula with bd flowswitch¿ 20g x 45 mm broke off as a nurse was removing it from a patient's brachial artery after a surgery. The patient received an ultrasound confirming the broken cannula remained in his/her artery. The patient then had surgery under local anesthesia/injection to remove the broke cannula.

Manufacturer narrative:
Results: one used sample was returned for investigation. A visual/microscopic inspection revealed a broken catheter that appeared to have been cut by a sharp object. As previously reported, there were no irregularities found in device history record or manufacturing reviews. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that there is no process during manufacturing that could have caused this defect and therefore it is likely that it occurred outside of the manufacturing facility.